Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg site became red and warm with blisters. The physician felt the ipg site might be infected and prescribed multiple rounds of oral antibiotics without successful clearing of the patient¿s symptoms. Incision line was intact and looked to be healed from implanting surgery. Blood work and x-rays of the ipg and lead sites were ordered. The patient underwent scs system explant.

Event description:
Follow up information identified that the physician noted the patient's ipg pocket site to look unhealthy, pale and the texture was abnormal. The physician ordered antibiotics to be taken for seven days. The explanted lead and ipg were returned to the manufacturer. Follow up information also identified the patient's weight.